Event description:
It was reported that the display on the insulin pump goes blank whenever a button is pressed. Troubleshooting was performed, but the display could not be restored to normal operation. Nothing further was reported.

Manufacturer narrative:
The display was intermittently blank due to a faulty electronic panel.